Event description:
Legal claim received. It is alleged that the patient suffers from pain, clicking/popping, and elevated levels of cobalt chromium. Update rec'd 12/12/2013 - medical records received. The doi was provided. There is no new additional information that would affect the existing MDR decision. Records are attached. Additional records can be found on the l drive for further review. The complaint was updated on: 12/23/2013 update rec'd 6/27/2014- medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/10/2014. Update rec'd 9/18/2014- medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/14/2014. Update rec'd 10/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. A doi month was identified. A stem has been added to address the elevated metal ions.

Event description:
Update 12/2/2014- pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database and/or device history record review was not possible as the product and lot codes required were not provided. X-rays were received and reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, metal wear and metallosis.